Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has paddle fault. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Authorized service provider (asp) engineer onsite checked device, found self-test failed because the customer has not used the device for a long time cause the battery has no power. The asp engineer plugged the device into a power source, fully charged the battery, and then retested it. The self-test passed, and the device has no fault. The reported problem was determined to be due to user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.